Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-50a (x2), drg leads, therapy date: unknown, model: mn10550-50 (x2), drg extensions, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2020-21223. Reference MFR. Report#: 1627487-2020-21224. Reference MFR. Report#: 1627487-2020-21225. Reference MFR. Report#: 1627487-2020-21226. It was reported the patient had been receiving ineffective therapy. In turn, the patient decided to have their drg system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 5; reference MFR. Report#: 1627487-2020-21223, reference MFR. Report#: 1627487-2020-21224, reference MFR. Report#: 1627487-2020-21225, reference MFR. Report#: 1627487-2020-21226.